Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer's wife reported that her husband's insulin pump was not working together with the sensor, they already change the sensor three times and it was not paired with the insulin pump. The insulin pump was not returned for analysis.